Event description:
Manufacturer reference #: (B)(4).

Manufacturer narrative:
The reported problem could be confirmed during investigation. A leak was found at the base of the male luer connection and the red striped tubing. A complaint review of the pulsion complaint database over the last 3.5 years did not reveal any similar complaints for the pv8115 and similar manufactured monitoring kits. Based on the overall investigation results it is considered as likely that a single error during production process occurred. This event is seen as an isolated issue and will be further monitored on the market in order to identify trends. Corrected data: initial reporter name and address. Please note, getinge USA sales, llc(importer) is submitting the report on behalf of pulsion medical systems se (exemption number e2018007). Contact: (B)(6).

Manufacturer narrative:
Further information has been requested. The involved product was returned for investigation and investigation is ongoing. A supplemental medwatch report will be sent when the investigation is completed. Exemption number e2018007 (B)(4).

Event description:
It was reported that a leakage was found at the male luer-lock of the monitoring kit after 4 hours of use. No harm to the patient occurred. (B)(4).